Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us. There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. The reported patient effects of angina and thrombosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use; are known adverse events associated with the use of a coronary scaffold in native coronary arteries. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure.

Event description:
It was reported that the procedure on (B)(6) 2016 was to treat a 70 % stenosis in the left anterior descending (lad) artery with no calcification or tortuosity. The patient presented with a myocardial infarction (mi). A 2.5 x 12 mm nc trek balloon was used to pre-dilate from the proximal to distal lad, preparing the lesion well. Two absorb scaffolds (3.0 x 28 mm and 3.0 x 23 mm) were implanted overlapping, and post-dilated with a 3.0 x 12 mm nc trek balloon. Two additional absorb scaffolds were deployed distally. Post-dilatation was done with a 2.5 x 12 mm nc trek balloon. The final angiographic results showed less than 10% residual stenosis. On (B)(6) 2016, the patient returned with heavy chest pain and repeat angiogram revealed no flow due to the 3.0 x 23 mm scaffold in the proximal lad being totally occluded with thrombosis. However, there were collaterals opening from the ostium and the patient was stabilized after given some IV injections. The patient was left on medical management. It was confirmed that the patient had been compliant with their dual antiplatelet drug therapy (dapt) after the procedure. No additional information was provided.